Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, 6, d.6b, h6.

Event description:
Healthcare professional reported right side rupture, biocell and capsular contracture, baker grade I. The device has been explanted and replaced along with capsulectomy. Unreporting the previously reported capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Healthcare professional later reported "rupture, biocell and capsular contracture, baker grade I". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.